Event description:
Patient was infusing gammagard subq 11 grams q7 (patient stated she infuses every 10 days) using freedom60 precision flow rate tubing f180 and high flo subq safety needle set model #rms4-2609. Patient infused (B)(6) 2016 into her abdomen, normal infusion time and no site reaction. (B)(6) 2016 patient stated she had pain in her abdominal area. No visual skin changes such as redness or increased surface temperature. (B)(6) 2016 patient infused again into her abdomen. (Delay in receiving dose due to her traveling). Infusion was normal, no site reaction. (B)(6) 2016 patient went to hospital due to pain not subsiding. Patient states she received CT scan which determined patient had an 8" air pocket. Surgery was performed to clean out air pocket. Patient was started on IV antibiotics. (B)(6) 2016 patient discharged from hospital. (B)(6) 2016 patient reported she is home, doing well and no longer on antibiotics.

Manufacturer narrative:
In response to your letter dated august 10, 2016 requesting additional information concerning the above referenced adverse event please find the summary of our investigation/evaluation below: the patient had a history of primary immunodeficiency. The patient administers self injections via rms mechanical infusion pump in lower abdomen of igg weekly. She went to the emergency room and presented with abdominal pain that had been ongoing over four days. An initial x-ray was done and showed "no acute cardiopulmonary process". A CT scan of her abdomen was performed that showed mild stranding involving the subcutaneous tissues of the ventral pelvic wall with associated gas within the subcutaneous tissues. The pre-op diagnosis at the time was "subcutaneous emphysemia" in the abdominal wall in the area where she was tender. Surgery was performed for exploration of the abdominal wall for fear of "necrotizing fasciitis". As a result no abcess could be found during the surgery. None was seen on the CT scan and there was none noted in surgery. The fascia was completely healthy and the fat wsa completely healthy, therefore the patient did not have necrotizing fasciitis. The surgical site was "irrigated with saline and bacitracin solution". A tissue biobsy was sent, blood and wound cultures were performed, all came back negative. Post-surgery the patient remained afebrile for more than seventy two (72) hours. Upon discharge she was instructed to avoid any over-strenuous activity. The patient is to continue on 2 g sodium diet. The company categorizes this event as "unknown causes" with primary immunodeficiency. Furthermore, rms considers this case closed and the primary assessment that this is not related to the rms device stands the same.